Event description:
On date above, I had my gall bladder removed and was informed after the surgery that the tip of the instrument used to hook the gall bladder had broke off inside me. It was left there and I was told scar tissue would form around it to immobilize it so it would not cause any damage. Here is the report: findings: single view of abdomen does show a radiopacity overlying the right paravertebral region at l3. This may be the suspected foreign body, however, differential considerations would include renal or bowel calcification. The visualized bowel gas pattern is unremarkable.